Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving 500 mcg/ml 50 mcg/day baclofen via implantable pump. It was reported that the patient demonstrated stroke like symptoms after the operation on (B)(6) 2025. A magnetic resonance imaging (MRI) was completed and showed no new stroke. On (B)(6) 2025, the patient presented to the emergency room stating she could not walk. Imaging was conducted and showed a mass at the puncture site in the lumbar spine and a mass at the tip of the catheter. It was suspected to be blood clots at both sites. The patient was on blood thinners. The patient was instructed on when to come off the thinners in preparation for surgery. The patient had previous strokes. Imaging was completed on (B)(6) 2025 for return of stroke symptoms. A spinal cord compression was noted at the tip of the catheter where the mass was identified. The managing doctor did mention neurologic improvement over the weekend. A potential catheter revision was being discussed but currently observing patients to see if symptoms are resolved. The physician has the patient on oral baclofen as he did not prime the catheter post dye study. It will take approximately 4 days for the drug to reach the tip of the catheter. The issue was not resolved. Additional information was provided from a healthcare provider via a company representative stated that the providers were not sure why there was a blood cloth or mass at the tip of the catheter. The patient symptoms did not affect drug delivery. There was no granuloma present during the implant but was observed on imaging after the patient presented to the emergency room with neuralgic deficit. A catheter access port (cap) study was performed, and the doctor was unable to aspirate a full 1-2 ml. He was only able to aspirate by .5 ml and proceeded with pushing dye as he felt he had aspirated enough to clear the catheter and cap chamber. There was no further information.